Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with ceftazidime (1 gm, daily, and ev route) and the patient recovered from the peritonitis. The patient was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.